Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the staples did not close completely. The case was completed with another device of the same product code. There was not patient consequence.